Manufacturer narrative:
Product analysis summary: the medial portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
T was reported that the right ventricular defibrillation lead has fractured, pacing impedance increased, the sensing integrity counter is at 74, and the non-sustained tachyarrythmia counter is at 75. The lead was explanted and replaced. No patient complications have been reported as a result of this event.